Event description:
During an abdominal laparoscopic cholecystectomy procedure the surgical sales rep indicated that the clip applier had difficulty closing clips.

Manufacturer narrative:
Upon investigation of complaints related to clip applier functionality, a non-safety related quality issue was identified. The decision was made to recall the clip applier product and a recall was executed on (B)(4) 2012. FDA was notified on (B)(4) 2012. (B)(4). During the recall closure and in discussions with FDA on (B)(4) 2012, it was determined that mdrs should be filed to ensure complete documentation. This MDR is being filed retrospectively.